Event description:
Customer reported a cryocyte container, filled with stem cells, that burst while thawing. The patient had two cryocyte containers with stem cells. The stem cells from the broken container were not given to the patient. The patient successfully engrafted.

Manufacturer narrative:
Production records for lot number h01l19088 were reviewed and applicable results were found within specification. A query of the complaint database shows two other similar complaints reported for indicated lot number.